Manufacturer narrative:
Additional devices added for this event: serial # (B)(4) catalog #1650de exp. Date: 09/30/2016, serial # (B)(4) catalog #1650de exp. Date: 09/30/2016. Batteries are not available for evaluation. Batteries have not been returned to the manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that claimed the patient's battery was switching. A controller exchange was stated to have been performed. It was also stated that the log files were requested. It was further stated that there was no effect on the patient. No additional information available.

Manufacturer narrative:
Other devices involved in this event: medical device: (B)(4) /1650de. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller (B)(4) was returned for evaluation. Two batteries (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non-returned batteries's manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been submitted to evaluate the momentary disconnections. Note: (B)(4) were evaluated under MFR# 3007042319-2016-03544. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.